Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results of "151, 123, 129, 133 and 145 mg/dl" on the subject meter compared to "109, 102, 104, 108 and 109 mg/dl" on a onetouch ultra meter performed within an unspecified time of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.